Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, ¿close door¿ issues were not able to be reproduced. A review of the event history log revealed multiple "shut door - power off" messages however the log cannot be used to distinguish true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue with close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.